Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the field representative (rep) was observing this pacemaker device was exhibiting increase in battery power consumption and requested battery longevity analysis from boston scientific technical services (ts). Ts reported that the results of analysis confirmed that this device power consumption was increasing at a gradual fashion consistent with degradation of an internal hardware component due to traces of hydrogen gas in the sealed pg environment. Ts recommended the device to be replaced and provided a replacement safety interval. Subsequently, the device was explanted and successfully replaced with a new device. No additional adverse patient effects were reported. The device is expected to return.

Event description:
It was reported that the field representative (rep) was observing this pacemaker device was exhibiting increase in battery power consumption and requested battery longevity analysis from boston scientific technical services (ts). Ts reported that the results of analysis confirmed that this device power consumption was increasing at a gradual fashion consistent with degradation of an internal hardware component due to traces of hydrogen gas in the sealed pg environment. Ts recommended the device to be replaced and provided a replacement safety interval. Subsequently, the device was explanted and successfully replaced with a new device. No additional adverse patient effects were reported. The device is expected to return.

Event description:
It was reported that the field representative (rep) was observing this pacemaker device was exhibiting increase in battery power consumption and requested battery longevity analysis from boston scientific technical services (ts). Ts reported that the results of analysis confirmed that this device power consumption was increasing at a gradual fashion consistent with degradation of an internal hardware component due to traces of hydrogen gas in the sealed pg environment. Ts recommended the device to be replaced and provided a replacement safety interval. Device remains in service. No adverse patient events reported.